Manufacturer narrative:
Exact date unknown, event occurred couple of years. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8336500; model: sc-8336-50; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient was not getting an adequate stimulation coverage. The patient underwent a revision procedure wherein the ipg was replaced and added one paddle lead and two linear leads. It was also noted that the physician cut the original paddle lead and decided not to remove because the physician felt it was safer to leave it. No device malfunction was suspected. The patient was doing well postoperatively. The explanted ipg was not returned as it was discarded by the hospital.